Manufacturer narrative:
The technician replaced ther power cord plug to repair the bed.

Event description:
During a preventive maintenance check, the technician found the bed had a sporadic ground reading.